Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that they had their device explanted, and wanted to know if she can donate her equipment . The patient states that she had stimulator for failed back syndrome, but later they found out that her back and leg pain was due to parkinson. The patient stated that she started taking parkinson¿s medication and that helps, so she decided to have the device explanted. The patient reported with the device, it created more pain, which she thought was due to her parkinson in combination with the device because with parkinson, it makes it difficult to move around ortwist and so with the device in her it made it more uncomfortable. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-dec-20 noting that the device was discarded by the hospital. No further complications were reported.